Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator was not sensing a patient. The generator was returned for service. Follow-up indicated that another generator was readily available and that there were no patient complications.

Event description:
It was reported that the external pulse generator was not sensing a patient. The generator was returned for service. Follow-up indicated that another generator was readily available and that there were no patient complications.

Manufacturer narrative:
Product event summary: analysis did not confirm the customer comment that the device was not sensing a patient. Analysis did find that the ring cover was broken and it was replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.